Event description:
Customer reports that the use by date and lot number are smeared on the drum vial and are illegible. No injuries reported. Requested return of suspect device and replacement was sent.